Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 2-3 with enlarged atrium, thin leaflets with an indentation. First clip (ntw) was implanted with no reported issue, reducing mr to grade 1-2. The decision was made to implant another clip for further reduction of mr. Beside the first clip was an indentation. An nt clip was advanced to the mitral valve. After 3 unsuccessful grasping attempts, the mr was noted to worsen to grade 4. Damage of the posterior leaflet was visible in echocardiogram. It was indicated that visualization was challenging due to patient¿s anatomy. The physician decided to abort the procedure, because there was no option for a second grasp in the damaged leaflet area. This issue reportedly caused a clinically significant delay and prolonged hospital stay for monitoring. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (enlarged atrium and thin leaflets with an indentation). Image resolution poor was related to patient and procedural conditions as visualization was reported to be challenging due to patient¿s anatomy. Unspecified tissue injury resulting in worsening mitral valve insufficiency/ regurgitation appears to be related to patient and procedural conditions associated with leaflet integrity and positioning failure. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.